Event description:
The account alleged that the bed has no function. Head section in upright position when bed lost functions. No report of injury.

Manufacturer narrative:
The account replaced the pendant extension cable to resolve the issue.